Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted using a proglide after a percutaneous transluminal angioplasty (pta) interventional procedure. Reportedly, the patient had peripheral arterial occlusive disease (paod) on the right leg. The left femoral artery was punctured and crossed over to the right side. When the plunger was pulled back, no suture link was present. A second proglide was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. It was reported that the left common femoral artery was mildly calcified. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). Evaluation summary:the device was returned for evaluation. The plunger was out of the handle and the anterior mandrel was attached to a link. The posterior link was not attached to a cuff. The posterior link had the heat formation still attached. This would indicate that the link was pulled from the posterior cuff. If the link was pulled, this would suggest the suture was captured during deployment and not confirm the reported experience. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, probable cause for the reported event was determined to be related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.